Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The returned sample's trigger was partially engaged. The stapler was received with its trigger partially engaged and with 29 staples left in the cartridge, indicating that at least 6 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. Per DHR the product visistat 35r 6/box lot # 73b2200859 was manufactured on 02/28/2022 a total of (B)(4) pieces. Lot was released on 03/16/2022. DHR investigation did not show issues related to complaint. Per DHR the product visistat 35w 6/box lot # 73h2200611 was manufactured on 08/22/2022 a total of (B)(4) pieces. Lot was released on 09/05/2022. DHR investigation did not show issues related to complaint. A corrective action is not required at this time as there were no func tional issues found with the returned stapler. The reported complaint of "misfire/jamming - staples not firing" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the doctor failed to fire staple while using it on a patient.

Event description:
The doctor failed to fire staple while using it on a patient.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200859 investigation did not show issues related to the complaint.